Manufacturer narrative:
An event regarding disassociation involving an accolade stem a head was reported. The event was confirmed following visual inspection of the provided x-rays and explanted devices. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 17-nov-2017. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock in addition to explantation damage. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: cup malposition of undetermined type due to poor x-rays has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic trunnion failure with disassociation of the femoral head from the taper as final adverse effect requiring revision. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated: "cup malposition of undetermined type due to poor x-rays has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic trunnion failure with disassociation of the femoral head from the taper as final adverse effect requiring revision." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient allegedly rolled over in bed and felt pain. It was reported that the patient x-rays showed dissociation of the femoral head from the stem. It was reported that the patient underwent a revision surgery.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient allegedly rolled over in bed and felt pain. It was reported that the patient x-rays showed dissociation of the femoral head from the stem. It was reported that the patient underwent a revision surgery.